Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as MFR# 6000089-2007-00309. It was reported that 641 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 4.5x30mm, 95% stenosed, mildly calcified, and mildly tortuous lesion in the saphenous vein graft (svg) of left posterior descending artery (l-pda) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.5x32mm and 3.5x24mm, reducing stenosis to 0%. The lesion was post-dilated and no thrombus was present post-procedure. A 3.5x32mm taxus express2 drug eluting stent was also attempted to be placed, but was never deployed due to device malfunction caused by the shaft being bent. Distal protection was used. There was no reported complication. The patient was discharged the next day on aspirin and plavix. At 641 days after the index procedure, the patient required a tvr. A non-bsc stent was deployed in the 1st obtuse marginal branch (om1). Physician noted that the relationship to taxus stent was "not related." Another non-bsc stent was deployed in the l-pda due to distal edge restenosis of the previously placed taxus stent. Physician noted that the relationship to taxus stent was "probable." The patient was discharged two days later.